Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. During visual inspection by the naked eye and magnification, it was discovered that the patient adapter was damaged. Functional testing was performed which included leak testing, clamp function testing, clear passage testing, and integrity of seal surface testing. All functional tests passed. Upon conclusion of the investigation, the cause of the reported issue was undetermined. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse discovered a crack in the white mainbody of a transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.